Event description:
During a coronary stent procedure of the rca, the physician experienced difficulty crossing the lesion. An unsuccessful attempt was made to retract the delivery device back into the guide catheter. During removal of the entire system the stent dislodged. The physician was unable to visualize the stent in the rca. The stent is believed to be in the peripheral vasculature of the right leg. Pt status is listed as "okay".